Manufacturer narrative:
One device was returned for repair in used condition with complaint of cassette not attached alarm. This device has not been in for the last 12 months. Visual evaluation showed worn upstream occlusion (uso) seal. Error log showed multiple alarms for cassette not attached. Primary reported problem was duplicated. When powered up and the latch handle is positioned in the latch/lock position, the device alarms "cassette not attached properly. Reattach cassette". Going into manufacturing mode, the dso sensor failed calibration and was found to be stuck at 2500mv. The cause is that the dso sensor is stuck/out of calibration. Replaced the downstream sensor to correct the issue. Cadd solis/legacy device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a constant "cassette not properly attached, reattach cassette" alarm. The event occurred during testing, there was no patient involvement.